Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that a merlin.net transmission revealed post-paced t-wave oversensing again. Further programming changes were recommended. The patient remained asymptomatic.

Event description:
It was reported that during follow-up, post paced t-wave oversensing was observed on non-sustained lead noise egm. Patient was asymptomatic. Programming changes were made.